Event description:
It was reported to boston scientific corporation that immediately after an anterior pelvic floor procedure using a pinnacle pfr kit, the pt experienced back pain. An intravenous pyelogram showed an obstructed ureter. The following day, the urologist placed a ureteral stent, but noted there was no ureteral blockage. Then the next day, a cat scan of the pelvis revealed an 8 cm intra-peritoneal hematoma. The physician opined that the hematoma pressed against the ureter, making it appear to be obstructed. Two weeks post-operatively, the pt still presented with pain. A cat scan confirmed the hematoma was still present. The physician told the pt to call him if the pain didn't resolve, and he has not heard back from her.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.